Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, serial# (B)(4), implanted: (B)(6) 2016, product ID: a2dr01, serial# (B)(4), implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a possible infection of their implantable pulse generator (ipg) implant site. The pacing system remains in use. No patient complications have been reported as a result of this event.